Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of field programmable gate array (fpga) reset/reprogram failures was detected. This condition has a potential for patient harm. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The evaluation detected an unreported condition of damage to the handle housing. The product analysis noted evidence that the device was not used as intended. This issue can occur due to improper cleaning. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a gastric sleeve, during preparation, the device showed a handle error message; a red circle with line. Another handle was used to resolve the issue. There was no patient involvement.